Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the instrument could not be recognized on the bipolar ports of the erbe generator. The customer swapped the instrument and energy cable as well as connecting to other universal surgical manipulators, but the issue persisted. The technical service engineer (tse) reviewed the error logs and found an error 25913 and m-36. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the procedure was completed using the original erbe generator. The customer used the erbe monopolar port to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. The instrument recognition issue was not reproduced.